Manufacturer narrative:
The returned device was evaluated and the inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The formed needle, soft cannula, and bottom housing found no damages or deficiencies that would result in irritation at the infusion site. Although the investigation found no evidence of any damage, the reported dislodged cannula and infusion site events could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 37 and 48 hours. The patient felt an itching sensation and when removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.